Manufacturer narrative:
Follow-up # 2 ¿ the patient¿s test strips have been returned on 2/24/2015 and evaluated by lifescan product analysis on 4/24/2015 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her one touch verioiq meter had displayed an error message ¿ error 4. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error 4 message first occurred on ¿(B)(6) 2015¿. The patient manages her diabetes with insulin (self-adjuster). She reported, on ¿(B)(6) 2015¿ that she took less food/drink as part of her regular diabetes management routine. The patient denied she developed any symptoms due to the alleged product issue. No medical intervention was required. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the patient testing technique was correct, the correct test strips were used and the test strip completely drew in the sample. The cca walked through a retest with the patient and the issue was unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did he/she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 3/9/2015. Device evaluation. The lay user/patients meter has been returned on 2/13/2015 and further evaluated by lifescan product analysis on 2/24/2015 with the following findings:error message 4.2 observed in the error log, but the errors were not reproduced during the investigation. The test tsrip involved with this complaint had no testing performed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.